Event description:
It was reported that a spectrum pump under infused during patient infusion. The medication was prepared in a 250 ml bag with an additional 10 ml of medication added. The infusion pump was set to deliver 240 ml. Upon later assessment, the pump indicated that only 20 ml remained to infuse; however, visual inspection of the bag showed approximately 100¿130 ml remaining.there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.